Manufacturer narrative:
The pump passed the displacement test, seat and rewind and basic occlusion test, occlusion test and excessive no delivery test. The pump failed the prim and compromised forced sensor system test due to faulty force sensing system( gold conn). The motor was tested outside the pump and failed due to a faulty encoder.

Event description:
Customer reported via phone call exposure to magnetic field on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump was exposed to moisture at the airport. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.